Event description:
It was reported the patient has not charged her ipg for over six months and is unable to establish communication with external devices. The patient is to consult with her physician to determine taking surgical intervention at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.